Manufacturer narrative:
The customer is contemplating repair of the device, however, no additional service information was provided. No conclusion can be drawn as system analysis or repair information is unavailable at this time.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.